Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysteroscopy, the device was in the uterus at the time of the issue wherein the metal flecks shave off. There was no patient injury.